Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Follow-up #1 date of submission 09/13/2017-product analysis: the device was returned and evaluated by product analysis on 08/15/2017 with the following findings: a battery compartment crack was observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. Moisture was observed on the pump¿s internal components. The display was found to be dim and discolored.